Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned device found a transverse fracture line across the plate. The fracture cross-section was examined under high powered microscopes. This evaluation suggests a sudden fracture, potentially initiating from the center. Underside of lhe plate at its thickest cross-section. It was reported the patient was non-compliant and the plate broke at the fracture site while the patient was body surfing two months post-operativ ely. The risk associated with this activity may have been heightened due lo patient obesity. Along with physical activity, patient co-morbidities, including obesity and a history of smoking, may have led to poor or delayed bone union. The exact cause of the reported issuecould not be determined.

Event description:
It was reported that an anthem plate broke post-operatively.